Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion due to friction to another device or feature of the heart was noted breaching the outer insulation and exposing the outer coil at 9.5cm to 10.4cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.